Event description:
It was reported that a guidewire fracture occurred, requiring additional intervention. A 1.50mm rotapro and rotawire were selected for use. During the procedure, dynaglide mode was unable to be used removing the rotapro burr. Therefore, the rotawire was removed while the rotapro was rotating, causing the wire to break. A piece of the wire was left in the coronary and eventually removed by a non-bsc snare. No further information is available.